Event description:
Right head siderail is not latching properly. No accident reported. Bed was put out of service to avoid any pt contact. Installed new inline spring kit on all siderails to fix the problem. Bed passed the function test.